Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 4124ml. The fill volume was 2500ml. This meets iipv criteria.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not had any further issues since swapping out the cycler. The patient did not mention any symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. A service history review was performed and revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).